Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-07540, 0001825034-2018-07528, 0001825034-2018-07540, 0001825034-2018-07576. Additional concomitant medical products: vanguard cr ilok fem cat: 183004 lot: 588250; vngd cr tib brg cat: 183520 lot: 948180; biomet cc I-beam tray cat: 141222 lot: 586510; biomet arcom 3 peg/post cat: 184764 lot: 378640. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. No product returned.

Event description:
It was reported a patient underwent a primary total knee arthroplasty. Subsequently, the patient was noted to have chronic lower extremity edema, knee pain and one episode of slight angina.

Manufacturer narrative:
This follow-up report is being filled to relay additional information. Customer has indicated that the product will not be returned because it remains implanted. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.